Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 3057, product type: screening device. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A trial patient reported a lead migration. The patient stated she was not feeling stimulation at the highest setting on the left side. The patient switched to the right side where she was feeling stimulation. The issue was resolved at the time of the report. The patient began the trial on (B)(6) 2017. The indication for use is unknown.